Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support the malfunction alarm was able to be cleared and insulin delivery was resumed. After clearing the alarm the customer received a low power alert as the pump battery was at 10%. Recommendation was made to the customer to charge pump more frequently. The customer's blood glucose (bg) level was 360 (mg/dl). A manual injection was administered to address bg level.